Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique could not be further specified. The peritonitis was manifested with abdominal pain, diarrhea and dark peritoneal effluent. On an unreported date, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient started treatment with cephalotin and amikacin (dosages, frequencies, duration and route not reported) for peritonitis. On an unreported date, the treatment with antibiotics was discontinued. On an unreported date, the patient began treatment with vancomycin and meropenem (dosages, frequencies, duration and routes not reported) for the event of peritonitis. Forty days after the onset of peritonitis event, the pd catheter was removed. Fifty four days after the onset, the patient passed away. The cause of the patient¿s death was due to bacterial pneumonia. It was not reported if the patient recovered from the event of peritonitis prior to death. An autopsy was not performed. It was not reported if the pd therapy was ongoing until the time of death. No additional information was available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.